Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that after approx 3 months of support on the lvad, the patient's wife called stating that the patient's driveline "came apart". The patient came to the hospital and it was determined that the driveline had been completely severed. The patient was emergently readmitted and a pump exchange to another lvad was successfully completed. Add'l info from the hospital indicated that the pump would not be returned for eval.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The report of a severed driveline could not be confirmed because the device was not returned for evaluation; however, the evaluation of the submitted system controller log file confirmed that there was a loss of power to the pump and a subsequent motor stop due to a driveline disconnect alarm. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.